Event description:
Info received indicated the caster will lock into brake, but continue to swivel.

Manufacturer narrative:
The tech found the caster teeth were worn. The tech replaced the casters to repair the stretcher.